Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A review of the device history record and service history record was performed and revealed no failures or issues that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 alarm.  This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume.  This occurred at the end of peritoneal dialysis therapy. The caregiver stated that she thought she had pressed something wrong. The technical service representative assisted the caregiver in ending therapy and the caregiver stated that she would tell the nurse about the alarm. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A device history record review and a service history record review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.